Event description:
It was reported that the customer went to the emergency room with an unknown blood glucose level. The customer could not recall the treatment they received; however the issue was resolved without permanent damage. Customer was released the next day. The customer reverted to an alternative method of insulin therapy.